Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the issue. All parts to troubleshoot the issue are now obsolete. The device was decommissioned by the customer. The cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device intermittently powers off. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.